Event description:
Additional information received noting that the patient underwent surgery and once the lead pin was removed and reinserted, the high impedance resolved. It was also reported that the lead was heavily coiled. Multiple diagnostics were performed with the patient in different positions and all impedance values with within normal limits.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient just underwent a battery replacement on (B)(6) 2025 and now has high lead impedance and low output current. The patient has been referred for surgery and chest x-rays have been ordered. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient has not experienced any recent trauma or manipulation, and the x-ray images will not be sent in for review.